Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:26:55. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was unexpected high uf for therapy compared to other therapies. Should additional relevant information become available, a follow-up report will be submitted.